Manufacturer narrative:
Unit received unit with unresponsive buttons due to an unlocked connector at the lcd board. Also, unit had flattened dome switch on the up arrow button. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the esc button on the insulin pump was unresponsive. Customer's blood glucose level was 19.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.